Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call as follow-up call to the emergency room visit that occurred on (B)(6) 2018. It was reported that the customer called an ambulance on (B)(6) and was taken to the hospital. The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer reported that she had high blood glucose levels of 30 mmol/l at the time of incident. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer reported that she was driving to work and started experiencing cramps and nausea and had to pull over to call an ambulance. The customer reported that she drove to the emergency room and at the hospital while still connected to the insulin pump, the hospital did nothing to her and she stayed at the hospital for seven hours and treated herself with insulin pump and changed the infusion set and reservoir. The customer stated that she did not know how the insulin pump and did not want to take it off. The customer reported that on (B)(6) 2018 she relied on insulin pump while the hospital treated her with fluid. The customer treated high blood glucose levels of 30 mmol/l with insulin pump. The customer stated that she took the infusion set and noticed that it had a bent cannula. The customer stated that she changed the infusion set and was able to give herself insulin. It was stated that the customer was wearing the infusion set from (B)(6) 2018. The customer reported that the high blood glucose event began on (B)(6) 2018. The customer reported that the outcome of hospitalization was that blood glucose level came down. The customer stated that the insulin pump was not receiving no delivery alarms and noticed that the cannula was bent. The customer reported that the current blood glucose level was 7 mmol/l. Troubleshooting was done on the insulin pump at the time of the call. The high pressure test was ran on the insulin pump and the insulin pump passed the test and was able to detect a blockage. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer stated that the cannula on the infusion set was bent. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Product is not expected to return. Additional device related incidents: infusion set ((B)(4)); infusion set ((B)(4)); insulin pump ((B)(4)).